Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said the user sent the arctic sun device down because it was getting an alert and making a loud noise while running. Per review of wo notes, the loud noise hasn't been confirmed, and the error messages were 1,14, 15,50,116. Per follow up information received via mail on 19feb2026, they do not have the case data. Issue was resolve on the account that those errors point to the temperature probe either not being inserted properly or the temperature cable being faulty.

Manufacturer narrative:
The initial reporter's zip code: (B)(4). The reported issue was confirmed. The root cause of the reported issue could not be identified. Per review of wo notes, the error message was 1 in the event log. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said the user sent the arctic sun device down because it was getting an alert and making a loud noise while running. Per review of wo notes, the loud noise hasn't been confirmed, and the error messages were 1 ,14, 15, 50,116. Per follow up information received via mail on 19feb2026, they do not have the case data. Issue was resolve on the account that those errors point to the temperature probe either not being inserted properly or the temperature cable being faulty.